Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the battery handpiece device only worked in one direction. During service and evaluation, it was observed that the device had a mechanical and gear wheel defect, and worn out protection ring and bearings. It was also noted that the device failed pre-test for marking and labeling, leakage, proper function of the triggers and falling out protection ring. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.